Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Unit received with corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery power of the reported pump ran out quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.